Event description:
It was reported through remote transmission that non-sustained rv oversensing caused by loss of capture was observed. The patient was asymptomatic. No further action was taken.

Manufacturer narrative:
(B)(4).